Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while using a tibial nail system, the targeting jig did not align to the proximal screws. The surgeon indicated this issue occurs consistently, including with similar systems, and requested replacement of the jigs. There was no patient involvement. Attempts have been made and no further information has been provided.